Event description:
It was reported that continuous glucose monitor displayed malfunction error, preventing normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance, confirmed error did not recur, and successfully started new sensor session; no additional actions were required.